Event description:
A misty ox nebulizer turbo heater was used with a misty ox gas injection nebulizer and a baxter sterile water reservoir. The temperature dial on the heater was at the "2 o'clock" position. Sparks were seen, then a flame. There were no injuries to patients or employees. Initial examination revealed metl fatigue which allowed water droplets to leak onto the power wires creating an electrical short. Tests on similar equipment did not reveal over heating or failuredevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-nov-90. Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: electric problem - short circuit, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.